Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The functional testing could not be completed due to the unresponsive buttons. The motor was tested outside of the device and passed. No motor anomaly was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, missing end cap sticker and cracked battery tube threads.

Event description:
It was reported that the motor was more loud than usual during rewinding. The blood glucose reading was not known.